Event description:
It was reported that removal difficulty occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. The filterwire was placed at the target site, and the wallstent was inserted and deployed. During an attempt to remove it, strong resistance was felt. After resheathing the deployed wallstent, the resistance slightly decreased. The delivery system and filterwire were removed separately and not as a unit. There were no patient complications as a result of this event.